Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had no delivery during bolus on the insulin pump. The customer's blood glucose level was 223 mg/dl. The customer reported that the alarm was resolved by a complete set change. The customer is unable to troubleshoot because the past event. The customer would like to return the set and the reservoir for analysis. The customer changed out set.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.